Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the trocars, cannula, circular seals and duckbill seals appeared intact. The duckbill seals and circular seals showed no pieces missing under a microscope examination. The obturators were received inserted in to the cannula, prolonged insertion can cause the envelope seal to become stretched. A small sample bag was received with a light blue colored foreign material. The piece of foreign material color doesn¿t match with the seals. It was reported that a component disengaged/disassociated from the device into the surgical cavity. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gynecological laparoscopic adnexal resection, the device had an issue when inserting a port and inserting ligasure. The device had seal damage. Inspecting the abdominal cavity with a camera, it was noticed that a blue foreign material was attached to the abdominal wall. The plastic that was used to organize the optical trocar or ligasure cord may have slightly attached to the tip due to friction, which might have fallen into the cavity. The dropped material was removed with forceps. If the foreign material was not a covidien product, the cause was believed to be the other manufacturer's trocar. The hospital thought it was not a problem with the main unit, so only the vinyl was returned. The main unit of ligasure has already been disposed of. The capsule was opened at the start of the examination, but it did not illuminate. There was no patient injury.